Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while filling the tubing on the insulin pump. Customer's blood glucose was 305 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis. The customer also called back to report a compromised force sensor system alarm occuring on their replacement insulin pump. Customer was advised they would not be able to retrieve the settings from their insulin pump. The replacement insulin pump would not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.